Manufacturer narrative:
Company representative evaluated the system and duplicated the reported problem. Customer was provided with a loaner, while the system is being evaluated by the company's repair center. (B)(4). (Exemption #e2015032).

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found a computer virus, which may have resulted in the reported communication loss. System was calibrated and safety tested to factory's specifications. (B)(4). (Exemption #e2015032).

Event description:
Customer reported an issue with the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
(B)(4). (Exemption #e2015032).

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.